Manufacturer narrative:
Additional information was received, this event is now both an adverse event and product problem. An update was made to reflect this. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the ins was flipped in the pocket and therefore unable to charge. The patient had opted for a revision/replacement and upgrade to different device platform, date of service (B)(6) 2018.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a ins battery failure. The patient called the rep and stated that the battery was not responding to the charging sessions anymore, the battery would not charge and they could not establish a link with the ins. The rep attempted two jumpstarts/60-minute countdowns but was unable to bring the ins back to working condition. The patient told the rep that they never let the charge fall below 50% as instructed and that about a week prior to the report, they were simply unable to charge the ins. The patient said there was nothing out of the ordinary that could have led to the issue. The patient reported that they had poor communication, the ins was dead, they were unable to charge and they were getting the reposition antenna screen. The patient said they met with the rep and tried to jumpstart the ins but was unable to do so and they determined that the ins needed to be replaced. The patient reported that the rep said he was not sure if the ins malfunctioned because it was only 1.5 years old. The patient tried to connect while on the call and got the reposition antenna screen on the recharger and the poor communication screen on the programmer. No symptoms were reported. No further complications were reported/anticipated. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the battery failure remained unknown. They attempted to jumpstart the battery twice without success and planned on meeting the patient again to attempt a third jumpstart with a different charging system- they noted that if this didn't work a battery replacement might be necessary. The issue had not been resolved. The representative noted that the battery was very superficial to the surface of the patient's skin; they could clearly make out the outline of the device so they were able to rule out that it was implanted too deep. The representative later met with the patient and attempted to jumpstart their battery with a different charger without success. The patient planned on seeing the physician on thursday and would receive a referral for an x-ray to determine if the battery was flipped in the pocket. This information was confirmed with the physician. No further complications reported.